Manufacturer narrative:
(B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bleeding occurred after the use of the involved angio-seal device. The surgeon used an ultrasound for the femoral artery puncture. Although the vessel was calcified he punctured in a non-calcified area using the antegrade approach. A 5 french cordis introducer was placed in the artery and the angioplasty was performed. A 6 french angio-seal was chosen. The sheath was removed and the angio-seal dilator and locator was inserted. Good bleed back was observed and position was obtained. The angio-seal collagen was introduced and all clicks performed as should be expected. The angio-sseal was pulled back and the black marker was observed, held for 10 seconds. Hemostasis was not achieved so I asked him to hold tension on the suture for a further 30 seconds. Bleeding stopped, he cut the suture. An ultrasound was used to visualize the angio-seal, but it could not be seen. Bleeding restarted and required manual compression. The decision was made to perform an open exploration of cfa (common femoral artery) under ga (general anesthesia). On exploration the cfa was found to be extremely calcified particularly the posterior wall. The angio-seal collagen and anchor were removed from inside the artery. Blood loss was reported to be approximately 400mls. Patient: 79 year old slim man who was attending for angioplasty of the right sfa (superficial femoral artery). Additional information was received on 6/20/18: multiple sticks were not performed to gain arterial access. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient did not have a history of bleeding. Patient is on daily blood thinning medication. Patient had rivaroxaban, with last dose, 3 days prior to procedure. Since using antegrade approach, used ultrasound for the puncture, instead of pre deployment angiogram. Distal pulses were diminished. During surgical intervention it was confirmed collagen periarterial, ie half in half out. Anchor was not against internal wall.

Manufacturer narrative:
The actual device has been returned for evaluation. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angioseal vip device was returned for evaluation. No accessory components were returned. Visual inspection revealed that the hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. There was 3.287" of the suture was exposed at the distal tip of the hemostatic sheath. Both the clear and black shrink wrap markers were observed on the exposed suture. The distal end of the exposed suture was examined under microscopy. The distal tip appeared jagged. Additionally, there was damage to the monofold of the hemostatic sheath. The damage appeared consistent with pulling on the device against the angle of the puncture tract. No other visual anomalies were noted. IFU states "slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall" based on the returned device, there was evidence of damage on the monfold of the hemostatic sheath. This damage appeared consistent with the user not pulling back along the angle of the puncture tract. However, it is unclear if this damage resulted in the disposition of the collagen in the artery. Neither the collagen nor anchor were returned for product evaluation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.